Manufacturer narrative:
No sample was received of the lockable wall mounted cabinet for our evaluation. A complaint history review revealed no other complaints reported like the event reported here. Cabinets are tamper resistant not tamper proof. Meeting to be scheduled with the customer.

Event description:
(B)(4).